Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery failed. There was no patient involvement. The customer requested to return the failed battery to the philips failure analysis lab for evaluation. Per the fa lab report, "the battery received without any charge was able to charge in the heartstart mrx device. However, the batteries exhibited abnormal fcmto and vdq operation status flags conditions when received. The first condition was cleared after successful battery calibration test (bct). The second remained unchanged/abnormal indicating issue with the battery discharge cycle (invalid).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery failed. There was no patient involvement.